Event description:
It was reported that the right ventricular (rv) lead was fractured. This rv lead was surgically abandoned. No additional adverse patient effects were reported. "This report reflects info received by FDA in the form of a notification per 803.22 (b)(2)."